Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the gas analyzer assembly. Checked to power supply. Unit was calibrated and safety tested to factory's spec.

Event description:
Customer reported an issue with the gas module 3, which may have affected gas monitoring. No pt injury was reported.